Manufacturer narrative:
Investigation summary: 1 sample was returned to sbdm. Based on the test result of the complaint case by complaint sample, sbdm didn't find leakage in the complaint sample. However, they found abnormality in the gasket and plunger assembly part by comparing normal product and picture from customer. There is a possibility that the center between plunger and barrel was not matched in temporary while syringe assembly process and the gasket put between plunger and wall of barrel. Therefore, it caused this complaint case. Another possible cause is there is not enough cooling time while gasket injection process, the gasket would be ejected with unformed shape such as whole in the middle of gasket. And it could cause this complaint case. A device history review was conducted for lot number 1912233 there was no issue while manufacturing. H3 other text : see h.10.

Event description:
It was reported that syringe 20ml 18g 1-1/2in leaked. The following information was provided by the initial reporter: "blood spill behind the gasket. Blood leak behind the gasket. Problems of blood leaking to the back of the gasket when used in the pediatric artificial kidney room".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that syringe 20ml 18g 1-1/2in leaked. The following information was provided by the initial reporter: "blood spill behind the gasket, blood leak behind the gasket. Problems of blood leaking to the back of the gasket when used in the pediatric artificial kidney room."